Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger stopped working and would not take a charge. The patient said the lights would flash three green light cycles repeatedly and when they pressed the power button it would take a long time to charge and then it would chirp and beep and shut off. The patient stated the battery lights were flashing scrolling up and down. The patient stated they tried changing the charging port, outlet, and made sure it was free of debris. The patient stated they needed to charge their interstim because they had an MRI scheduled for (B)(6) 2025. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.